Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 893029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding") and uterine pain ("uterine pain"). The patient was treated with surgery (underwent a robotic bilateral salpingectomy and partial right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and menorrhagia was resolving and the uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: plaintiff underwent a robotic bilateral salpingectomy and partial right oophorectomy during which both her fallopian tubes, and a portion of the right ovary were removed. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs and medical record received: reporter information, lot number and event uterine pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 893029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding") and uterine pain ("uterine pain"). The patient was treated with surgery (underwent a robotic bilateral salpingectomy and partial right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and menorrhagia was resolving and the uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: plaintiff underwent a robotic bilateral salpingectomy and partial right oophorectomy during which both her fallopian tubes, and a portion of the right ovary were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping") and menorrhagia ("abnormally heavy menstrual bleeding"). The patient was treated with surgery (underwent a robotic bilateral salpingectomy and partial right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff underwent a robotic bilateral salpingectomy and partial right oophorectomy during which both her fallopian tubes, and a portion of the right ovary were removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.